Event description:
It was reported that the device had no voice prompts and all the service icon indicators were displayed. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.